Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the procedure got completed as planned. The philips field service engineer (fse) inspected the system onsite confirmed that the system cannot boot up. During troubleshooting, fse found that the problem with power supply board. Fse replaced the board (24v power supply) in m cabinet. After replacement of power supply board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.